Manufacturer narrative:
The reported event, for electrode breakage, was confirmed following a review of photographic evidence provided. The electrode was not available for return. Without the electrode, the root cause cannot be determined. Discarded by customer.

Event description:
It was reported that during a large loop excision of the transformation zone (lletz) surgical procedure, the loop electrode broke while cutting. It was also reported there were no delays and no adverse consequences as a result of this event. It was also reported the procedure was completed successfully.